Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2021-00885, an occluded lumen was found that was unrelated to the alarm, fiber optic sensor failure & difficult/unable to monitor pressure/waveform failure mode. There was no patient involvement.

Manufacturer narrative:
Occupation: non-healthcare professional. Event site postal code: (B)(6). The initial reporter named is a getinge employee whose contact details are: pedro ore/ phone number - (B)(6) / e-mail address- (B)(6); which differs from that of the event site. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A 0.025¿ guidewire was inserted through the inner lumen and was found to be occluded with blood. Unable to clear occlusion. The evaluation confirms the presence of an occluded inner lumen as an "as analyzed" failure. However, we are unable to conclusively determine when this failure may have occurred. Therefore, their root cause is impossible to define. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Correction to mfg report number 2248146-2022-00239 to include manufacturing and expiration date of device. Reference complaint #(B)(4).